Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® no additive (z) plus tubes, the device experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are still in circulation and having issues with decapping. "I have a quick question about the tubes we used to buy from you (bd366408). Some are still in circulation and our new decappers are having issues with them. Can you tell me what material the caps are made of? I know the tubes are pet, but suspect the caps are pe with a silicone coated butyl plug.

Event description:
It was reported when using the bd vacutainer® no additive (z) plus tubes, the device experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are still in circulation and having issues with decapping. "I have a quick question about the tubes we used to buy from you (bd366408). Some are still in circulation and our new decappers are having issues with them. Can you tell me what material the caps are made of? I know the tubes are pet, but suspect the caps are pe with a silicone coated butyl plug.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h10.